Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced skin issues at abutment site; subsequently the patient was placed under general anaesthesia to excise skin during an abutment change and was administered topical antibiotics (date not reported).